Event description:
It is reported that a customer called because their grandfather had issues with no delivery alarms while the insulin pump was in rewind. The patient's blood glucose level was unknown. Other issues the patient had were finding a black circle on the pump and the blood glucose being displayed ion the screen while the keypad was locked. The customer was informed that the issues can be easily solved with trouble shooting but the caller did not have the insulin pump with them at the time of the call. The customer stated that they will call back to trouble shoot once they have the pump. No further information was provided.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.